Event description:
On (B)(6) 2024, rayner received notification from its distributor in russia of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that injection proceeded very slowly and when the lens was implanted into the eye part of the iol optic was missing.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, a piece of the iol optic had broken off. The rayone aspheric rao600c was explanted and exchanged during the original surgery session without injury to the patient. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone aspheric rao600c batch 083222979 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 083222979. The device associated with this event was discarded by the healthcare facility. There is insufficient evidence and information available to determine the cause of the lens damage post injection.